Manufacturer narrative:
Device evaluation: five devices were received and evaluated for the device fell off complaint. All devices were evaluated. An accurate assessment of the foam pads could not be performed. Due to the condition of the returned devices, the original adhesion properties could not be verified. Based of the condition upon receipt, a moderate amount of adhesion remained on the devices. Functional tests were performed and verified that the adhesive strength was sufficient and acceptable. The complaint about these devices could not be confirmed.

Event description:
The patient reported that some of their v-go 30 devices fell off after 10 hours of wear. It was reported that the devices are available for return to the manufacturer for evaluation.